Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin administration.